Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which experienced a freeflow due to the pump's safety clamp not clamping hard enough on the tubing to occlude flow in addition to the pump not allowing the blue slide clamp to be inserted properly was not confirmed nor duplicated during product evaluation. The slide clamp mechanism was found to be working correctly and had no sign of physical damage. A safety slide clamp assembly mechanical calibration was performed finding the safety slide clamp assembly to be within specifications. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump which experienced a freeflow due to the pump's safety clamp not clamping hard enough on the tubing to occlude flow. This event occurred during set-up for patient use in the facility's acute care area. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.